Event description:
Received customer medwatch report which states "it was noted that the IV piggyback immediately flowed into the main bag even with the main clamped." The secondary medication was zosyn. There was no report of patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received an the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation is completed.